Event description:
It was reported that the handpiece was overheating. The generator was receiving error 4 and the handpiece was hot to the touch. No futher information provided. No patient consequence.